Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that staff used the foley tray and during procedure it was identified that the lube was missing from the kit.

Event description:
It was reported that staff used the foley tray and during procedure it was identified that the lube was missing from the kit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect operation". It was unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned